Event description:
Note: this reports pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-02749 for a description of the second device. It was reported to boston scientific corporation, that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the suture snapped after the physician threw it through the sacrospinous ligament. It appeared, the capio device caught the needle sideways, tearing it, so when the physician pulled on it, the suture broke. The physician opined that the capio carrier might have been bent. The detached suture piece with the needle at the end was captured inside the capio device. The procedure was completed with another capio device and a stand-alone suture tied onto the mesh leg. There were no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the pinnacle mesh was implanted, and the capio device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.